Event description:
The middle port of 2x exactamix 500 ml eva container is leaking. Both were found within an hour of each other during drug production. There was no pt interaction in these events. They both also have the same lot number and expiration date.